Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (20 mg/dl). Glucagon injections were administered or carbohydrates were consumed to address the bg level. Due to dietary changes and weight loss, the customer's pump settings needed to be adjusted and was the suspected cause of the low bg. Tandem technical support advised the customer to discuss the low bg events with a healthcare provider.